Manufacturer narrative:
The device was returned for analysis. The reported difficult to flush or obstruction of flow were not confirmed. A review of the manufacturing records revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history identified no similar incidents from this lot. Reportedly, the proglide device was inserted into the anatomy after the device could not flush successfully prior to use. The electronic perclose proglide instructions for use states: verify marker lumen patency by flushing the marker lumen with saline until the saline exits the marker port. Do not use the perclose proglide smc device if the marker lumen is not patent. The investigation determined the reported difficulties and treatment appear to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. Na.

Manufacturer narrative:
(B)(4). Verify marker lumen patency by flushing the marker lumen with saline until the saline exits the marker port. Do not use the perclose proglide smc device if the marker lumen is not patient. The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information. The additional proglide device referenced is filed under separate manufacturer report number.

Event description:
It was reported this was a venotomy closure of the right common femoral vein using the pre-close technique via a 6f sheath hole prior to a watchman interventional procedure. Reportedly, the first proglide device could not be flushed successfully prior to use; however, the physician inserted the device into the anatomy. When the proglide was positioned in the vessel, there was no blood flow coming from the marker lumen; therefore, the device was removed and not deployed. An attempt was made with a second proglide device; however, a cuff miss occurred. The sutures of two new proglide devices were successfully pre-placed. The sheath was upsized to a 12f sheath and the interventional was completed. Hemostasis was achieved with the pre-placed proglide sutures. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.